Event description:
It was reported to philips that the unit was running on internal battery; no alternating current (ac) power. The device was not in clinical or therapeutic use at the time of the event, and no patient or user harm was noted. The remote service engineer (rse) discussed troubleshooting steps per the service manual. 24v dc was not present at the output connector from the power supply. The customer to check ac power to the power supply and will order a power supply if it is present. The rse provided the customer with the power supply part identification. The customer to order the power supply if needed and the customer will take responsibility to repair the device. On follow up by service team, the customer reported that he received the power supply but had not yet installed it. The customer found a loose connection at the data acquisition (da) to motor controller (mc) printed circuit board assembly (pcba) cable. The customer completed repairs to the ventilator and placed it back into service. Based on information provided and/or service performed, the customer's alleged malfunction was confirmed, or failed to meet specifications.